Event description:
A ureteroscopy laser stone case was performed. An access sheath was used in the ureter for passage of the ureteroscope. A stone was engaged in the basket and attempted to be extracted. The stone in the basket was not able to be extracted from the ureter. The doctor cut the handle off in order to remove the ureteroscope and leave the stuck basket in place. A laser was attempted. Graspers were used to pull the basket down. A stent was placed and the case was terminated. The pt was transferred to another facility to let their system settle down. Eight days later a cystoscopy was performed, the stent removed and attempts made to access the kidney with a wire. An open laparoscopy with a midline incision, during dissection of the ureter the basket was removed, the ureter was cut or it separated and the end retracted towards the kidney. Several attempts made to find the end without success, the decision was made to remove the kidney.